Event description:
It was reported that a physician obtained an error message "programmed current is possibly not being delivered" when she tried to program a pt to a higher output current. The physician performed systems diagnostics and the results were within normal limits and was then able to program the pt to the proper settings successfully. The error message is due to an interruption in communication during the programming sequence. Breaks in communication between the handheld device and generator can be caused by either pt movement or rf interference. Analysis of the handheld software revealed that it is possible for communication disruption to prevent the generator from receiving the final command in the programming sequence without displaying an error on the handheld. This is due to a design flaw in the software. The programmed settings will be delivered correctly once the off time of the stimulation cycle expires.